Manufacturer narrative:
Per engineering review, ventilation was not impacted by the reported issue. There was not reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an ambient sensor failure preventing mechanical ventilation. There was no report of patient involvement.